Event description:
It was reported that during a gastric bypass procedure, the ports were leaking. They had trouble maintaining insufflations while using graspers. The trocars were used to complete the procedure without any impact to the patient.

Manufacturer narrative:
(B)(4). Devices (a) and (b) were returned in good visual condition. The devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.